Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the device was not returned; therefore, a physician investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1414302) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. See MDR 3004939290-2014-00976 for the second device.

Event description:
The following information was reported: balloon ruptured on two devices during pull back (1st stop), the physician was able to maintain access, an exoseal was deployed. Manual compression was applied for 15 minutes. The patient was not hospitalized. Procedure type: peripheral. Stick location: left groin. Vessel size: 5-7mm.